Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant of leadless implantable pulse generator (ipg), following deployment of the device at the favorable site, flushing of the proximal lumen in the delivery system handle was performed with saline solution and the tether was flossed. The tether was cut, and during removal/pulling slight resistance was encountered, and suddenly there was an increase in resistance. The resistance remained the same after flushing of both the proximal and the distal lumens in the handle was repeatedly performed, and eventually the tether could not be pulled (stuck). The delivery system was withdrawn from the sheath by pulling the delivery catheter and removal of the delivery system was completed due to approximately half the length of the tether had been already pulled. During the delivery system removal, when the device cup went out from the hemostasis valve of the sheath, abnormal snapping sound occurred, that was like a sound that the tether was broken. It was also reported that the leadless ipg was ¿stuck on the tether at the time of removal¿. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Mc1vr01-delsys product event summary partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The de livery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, the tether was cut, the recapture cone is in the deployed position with the deployment button locked in the deployed position on the handle and the tether locked in the locked position on the handle. The outer shaft is kink/buckled at 5.2 centimeters from the distal end of the delivery system. The inner shaft is kinked at 1.6 centimeters from the distal end of the recapture cone. The lumen is damaged. The tether is cut. The tether that is in the lumen moves freely when moved. Articulation could not be tested as the device was not returned with the delivery system and the tether had been cut. It is possible that with the recapture cone in the deployed position while the delivery system was being pulled out of the introducer sheath that when the recapture cone was passing through the distal seal in the introducer sheath could create the snapping sound in the introducer. Device available for evaluation: yes return date: 2019-01-02 fdc 19, fdr 180,3243, fdm 10. If information is provided in the future, a supplemental report will be issued.